Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05458, 3005099803-2009-05460 and 3005099803-2009-05461 for the other associated device info. It was reported to boston scientific corp that four resolution clip devices were used during a esophagogastroduodenoscopy (edg) in the duodenum, performed on (B)(6) 2009 (pt's age has been reported as 50+). According to the complainant, during the procedure, they were using a side viewing duodenum scope and they had four clips that prematurely deployed going down the scope and the physician pulled each of them back out of the scope so, they did not fully deploy. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis; however, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).